Manufacturer narrative:
(B)(4): the customer reported that the therapy knob failed op check and that the shock output did not match the knob readings. There was no report of pt involvement. The device was returned to philips for evaluation. Philips could not duplicate the reported symptoms. The device's optical switch was returned to a quality engineer for further testing. The engineer noted that the encoder was operating well within specifications. No conclusion can be drawn. As a precaution the optical switch was replaced.

Event description:
The customer reported that the therapy knob failed op check and that the shock output did not match the knob readings. There was no report of pt involvement.